Event description:
It was reported that the after the iab was inserted and the patient was transferred to the unit, the pump began alarming for "possible helium loss 2". No blood was noted in the tubing, patient was not moving, and there were no visible kinks. The arterial pressure waveform was dampened. It improved with troubleshooting, aspiration and flushing. The bpw did not show any kick. An internal leak test was performed which showed that the pump was the issue. The test was repeated twice to confirm the findings. As a result, the pump was swapped out for another. There were no alarms or issues with the 2nd pump. No patient harm or injury. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. According to the field service report, a field service engineer confirmed a patient side helium leak. As a result, the pump assembly was replaced. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the after the iab was inserted and the patient was transferred to the unit, the pump began alarming for "possible helium loss 2". No blood was noted in the tubing, patient was not moving, and there were no visible kinks. The arterial pressure waveform was dampened. It improved with troubleshooting, aspiration and flushing. The bpw did not show any kick. An internal leak test was performed which showed that the pump was the issue. The test was repeated twice to confirm the findings. As a result, the pump was swapped out for another. There were no alarms or issues with the 2nd pump. No patient harm or injury.